Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found cubie muscle wire was loose. A field service engineer removed the cubies and tightened the wire. All row tray functions returned to normal. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie latch was broken. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.